Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the patient developed complete heart block (chb) and hypotension. The hypotension was treated medically and the patient recovered the same day. Temporary ventricular pacing leads were placed for the chb; the day after device implant the patient experienced bradycardia due to dislodgement of the temporary pacing lead (the manufacturer of the lead was not reported). Subsequently a permanent pacemaker was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Event description:
Subsequently, it was reported that the clinical study site removed the adverse event reference that noted an issue with the temporary pacing lead(s). Additional information has been requested regarding the retraction of the reported incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.